Event description:
During product evaluation, the pump failed an accuracy test on channel a. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of a failed accuracy test on channel a was confirmed during product evaluation. Inspection of the device found that the inaccuracy was caused by a faulty pump head mechanism and therefore pump head mechanism channel a was replaced.